Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device underdelivered. The hospital representative stated that there have been no reportes of any patient incident involving this pump since the last baxter service event.